Event description:
The clinician reports the implant was inserted (B)(6)2022 in ada 22. On (B)(6)2023, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.